Manufacturer narrative:
Lead explanted on (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient went to the hospital after receiving inappropriate shocks from the ICD. Upon interrogation, rv lead impedance was below 200 ohms, and lead could not capture at 7.5v. Isometric movements produced noise on the ventricular channel. Lead remains implanted. Should additional information become available, this file will be updated.